Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that complaint (B)(6) failure of stopcocks to thread and tighten, removed and replaced. A critically ill patient on substantial vasopressor infusions became acutely hemodynamically unstable and experienced a peri-arrest situation with a blood pressure of 50/40. The patient was resuscitated with epinephrine boluses (a high occurrence in the post-op cardiac surgery population) and fluid boluses (the patient was fluid-overloaded and on continuous dialysis). It was discovered that the line had disconnected at the stopcock, and the infused medications were not being administered to the patient. The involved parties attempted to reconnect the line, but the stopcocks would not thread onto each other and kept falling apart.

Manufacturer narrative:
D3 - mfg establishment address: corrected. H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.